Manufacturer narrative:
The system was not analyzed by a representative as the issue was resolved and the site denied a system checkout procedure. The site was ultimately able to successfully register demo models and was able to navigate accurately. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that the first blue dot appeared correctly on the tip of the nose but the second and third blue dot were out in space. Site was using a sagittal computed tomography (CT) to register. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.